Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 48 mg/dl. It was reported that the blood glucose was gone from 59 mg/dl to 48 mg/dl mg/dl. The customer¿s blood glucose was 261 mg/dl at the time of the incident and current blood glucose was 84 mg/dl. The customer was treated with glucagon in the hospital. The customer does not allege pump was under delivering. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instruction. The insulin pump will not be returned for analysis.